Event description:
During patient treatment with the 3100a, after the patient had been temporarily removed for suctioning, operators of the 3100a reported being unable to start the oscillator running again. The patient was placed on another ventilator without compromise.